Manufacturer narrative:
Although the reported driveline fault alarms and low speed events were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. In addition, the evaluation of the submitted log files confirmed the report of a low speed event after the driveline repair; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files contained data on (B)(6) 2019 before the driveline repair and on 08may2019 after the driveline repair. Before the driveline repair, the file captured multiple low speed events throughout the file that occurred while the patient was supported by the power module. In addition to the observed low speed events, 38 driveline faults were observed. Following the driveline repair, the pump operated above the low speed limit until a low speed event was noted. The event occurred while the patient was supported by the power module. It was reported that the patient was on a grounded patient cable and was performing body movements. The pump ramped back up to its set speed following the event and remained above the low speed limit for the remainder of the file. Both of the submitted log files captured yellow wrench advisory alarms and the alarms are investigated under previous investigations. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline. A distal-end driveline replacement was performed on (B)(6) 2019 under work order (B)(4)and approximately 16.5¿ of the external portion of the driveline was returned for evaluation. Six additional wires measuring approximately 2¿ were also returned. The pins of the metal connector appeared free from deformation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed on the outer silicone jacket at approximately 3.5-11¿ from the metal connector. Removal of the rescue tape revealed that the driveline was reinforced with two wooden sticks acting as a split for the driveline. No damage to the bionate layer was observed. Visual inspection of the metal braided shield revealed minor breakdown of the shielding adjacent to the metal connector and at approximately 2.5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline and the 6 wires were then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following a driveline repair, the patient was tethered on a grounded patient cable and experienced low speed events without any pump stop events. This occurred approximately 15 minutes while performing body movements. The patient was returned on battery power and ungrounded patient cable without further issues. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Both documents contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not reported. Approximate age of device ¿ 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced intermittent driveline fault alarms and had been placed on a non-grounded cable. Log file analysis showed 38 driveline faults on (B)(6) 2019. Additionally, (B)(6) 2019 multiple low speed events below the patients low speed limit of 9000 rpm were noted. It was reported that it is suspected that one of the wires in one of the phases is compromised and that the compromise does not appear to be completely severed. The driveline evaluation shows fluctuation on one of the phases. It was reported that this may indicate some strands within the wire have broken but some strands are still intact. Vad coordinators were instructed to place the patient on batteries or a no ground patient cable as a precautionary measure. On (B)(6) 2019 a percutaneous lead replacement was performed. It was reported that after the repair, the patient was placed on a grounded patient cable. Reportedly, the patient experienced low speed events within 15 minutes of being tethered on the grounded patient cable while performing body movements, which suggested an internal wire fracture. It was reported that the patient was returned to batteries and unshielded patient cable without any issue. Vad coordinator issued the patient an unshielded patient cable and the removed percutaneous lead was returned for evaluation. It was reported that the patient's controller was exchanged at the time of the driveline repair. It was further reported that following the percutaneous lead repair, the patient experienced a low speed event on the grounded cable but the pump did not turn off. The event has not occurred on the non-grounded cable. Low speed events continued after the controller was exchanged. Driveline faults associated with the patient's driveline repair were observed on (B)(6) 2019 and 4 transient yellow wrench alarms associated with backup battery faults were observed, which self resolved. Additional information was requested but not provided.